Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and replacement from textured to smooth due to the patient concern of the implant.". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture and replacement from textured to smooth due to the patient concern of the implant.". Healthcare professional reported right side "implant exchange due to the patient's concern with the product" and rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant exchange due to the patient's concern with the product" and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 a5 a6 b1 b5 b6 d6b g2 h6. Clarification to partial date of implant: (B)(6) was provided.